Event description:
Patient underwent pacemaker placement on (B)(6) 2016 with a boston scientific pacemaker (model # l111, (B)(4), right atrial lead (model # 7742, (B)(4), and right ventricular lead (model #7741, (B)(4). He returned acutely on (B)(6) with cardiac tamponade due to cardiac perforation from the right ventricular lead. He underwent emergency pericardiocentesis and lead replacement.